Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5-10 ml of gas was injected to the device before the intubation to test the integrity of the sleeve and check for no air leakage. After intubation through the patient nose and then injection of gas inflators, leakage was found. After pulling the tube, the cuff was found broken and could not be inflated. The patient was reintubated.